Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5104265) on 12-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('cramping') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: drug ineffective "drug ineffective". On (B)(6) 2012, the patient had essure inserted (intra-uterine). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), procedural pain ("after removal of essure severe bleeding and unbearable cramping") and post procedural haemorrhage ("after removal of essure severe bleeding and unbearable cramping") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain lower, pregnancy with contraceptive device, procedural pain and post procedural haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, post procedural haemorrhage, pregnancy with contraceptive device and procedural pain to be related to essure. The reporter commented: event onset date provided as: (B)(6) 2012. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5104265) on 12-oct-2021. The most recent information was received on 22-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('cramping') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted (intra-uterine). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), procedural pain ("after removal of essure severe bleeding and unbearable cramping") and post procedural haemorrhage ("after removal of essure severe bleeding and unbearable cramping") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain lower, abortion spontaneous, pregnancy with contraceptive device, procedural pain and post procedural haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, post procedural haemorrhage, pregnancy with contraceptive device and procedural pain to be related to essure. The reporter commented: event onset date provided as: (B)(6) 2012 but not specified to any event. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-oct-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.